Event description:
The facility reports the resident was being transferred from the tub to the wheelchair when the spreader bar became detached from the lift at the upper scale bolt location. The resident fell to the floor from less than three feet high. (B) (4).

Manufacturer narrative:
According to the information given by arjo, the upper scale bolt roll pin was replaced by the facility with a part from the local hardware store. The facility has no lift safety inspections or maintenance programs in place, as specified in the user manual. According to bhm observation, the spring pin in place on the lower part of the load cell is the right diameter but much longer than the original one and shows that the scale had been opened for an unknown reason. The upper scale cover was screwed on backwards. There are signs of socket use to unscrew jam nut and bracket (see fig. 1). Considering the above observations and information, bhm conclude that the failure of the scale attachment is due to an inappropriate reassembly of the upper attachment of the scale. Recommend to the customer to have all his similar products inspected and repaired (if needed) by a qualified technician and that these actions be recorded. Recommend to the customer to do maintenance of his products as specified in the user manual and that all maintenance on his products should be done on a regular basis as per user manual recommendation. If any parts of an apparatus or device manufactured by bhm must be replaced or repaired, the maintenance department of the facility must make sure that genuine or original bhm spare parts are used to repair the apparatus or device. This is to prevent any unauthorized modifications or alterations and to insure integrity and safety of the apparatus or device.